Event description:
On 12/2/1997, clinic reported a loose header was detected during prime. This incident occurred with an mca 200 dialyzer was not used, therefore no pt contact occurred. Dialyzer was discarded.